Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the during implant, the physician inadvertently plugged the leads into the wrong ports on the implantable pulse generator (ipg). The physician went back and revised the lead connection. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.